Event description:
It was reported the patient's device turned off. The patient was using a curling iron and "something happened where the stimulator went into the off position." It was not noticed that device was off until later in the day. The patient's husband was able to turn the device back on. The patient had not gone anywhere or done anything the day of event, however, it was noted the patient had been at the mall and had been to several stores the day before. It was also noted the patient's husband may have touched the off button when using the patient programmer but it was noted the patient's symptoms began prior to using the patient programmer. The patient got "totally sick" could not function, walk, drink, or swallow. The patient progressively sick throughout the day and had to be taken to the emergency room. The device was turned back on and the patient had gradual relief of their symptoms over a few hours. Patient had not had any issues since the event.

Event description:
Additional review reported that other than the symptoms reported previously, the patient also felt weak.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4). Product type: programmer, patient: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension: product ID 3387s-40, lot# va02bm6, implanted: (B)(6) 2012. Product type: lead. (B)(4).